Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was on chronic cefadroxil for suppression of methicillin-sensitive staphylococcus aureus (mssa) infection. The infection was first identified on (B)(6) 2024 and was not a new infection. The patient reportedly wanted to get in shape and started doing abdominal crunches several weeks. The patient experienced pain at the driveline exit site with movement of torso/ abdomen and began to notice increased driveline drainage. Driveline cultures were positive for mssa and was started on cefazolin ongoing until (B)(6) 2025 when they have an appointment with infectious diseases (ID). The ID team would discuss the need for continued suppressive cefadroxil after IV cefazolin course was completed. The pump was operating as intended.

Event description:
It was later reported on (B)(6) 2025 that driveline culture was positive for mssa, and the patient was on ongoing cefadroxil that would be used indefinitely. The patient was not an open-heart transplant candidate due to ongoing alcohol use.

Manufacturer narrative:
No further information was provided.